Manufacturer narrative:
Correction: it was assessed that this event was possibly related to the index device but not related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as a non q wave mi of the proximal lad. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx drug eluting stents were implanted: two in the lad, and one in the 1st om. Approximately 24 months post index procedure, the patient suffered nstemi in the lad caused by instent restenosis in the lad. Two days later, lad and 1st om were treated by stenting and ballooning. The patient recovered. The investigator assessed that the event was not related to the index devices.